Event description:
It was reported that the device did not pass an insulation test.

Manufacturer narrative:
The product was physically returned for investigation but was repaired before being fully evaluated by a complaints technician. Based on the repair diagnostic code the unit has a missing electrode. The handle wouldn't function without the electrode due to it being the main power connector, but would not necessarily fail the insulation test due to a missing electrode. The probable root causes could be user misuse, improper sterilization methods, or normal wear. In sum, the product was physically returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device did not pass an insulation test.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.